Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient elected to discontinue and return the ilet due to experiencing hypoglycemia and a lack of confidence in the device, with no alarms reported and no ongoing use at the time of the report. Symptoms included hypoglycemia. Outcomes included no hospitalization or other reported clinical impact beyond the hypoglycemia episodes. The investigation included a review of the complaint details and consultation with the field team and the healthcare provider for return authorization. Investigation of this case revealed insufficient information to identify a device malfunction or component failure and did not establish a device-related cause for the hypoglycemia. It was concluded that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.